Event description:
On (B)(6) 2009, allen was contacted by the legal representative for (B)(6) hospital in (B)(6). During that call, it was learned that the facility is being sued by a former patient for undisclosed injuries sustained during a (B)(6) 2005 medical procedure. During that procedure, allen yellofin stirrups were used, the lawyer said. The incident was never previously reported. (Allen medical is currently not named in the lawsuit filed by the patient).

Manufacturer narrative:
Serial number: (B)(4). The stirrups were never returned to allen for evaluation and it is unclear if they were taken out of use.